Manufacturer narrative:
Product analysis: the product was discarded by the customer, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a 34 mm transcatheter bioprosthetic valve, the nose cone of the delivery catheter system (dcs) caught on a calcium shelf and ruptured the femoral artery. The artery was surgically repaired. No further adverse patient effects were reported.

Manufacturer narrative:
A DHR review was performed and there were no issues identified regarding manufacturing. The device met all applicable manufacturing specifications prior to release for distribution. Vascular access related complications and cardiovascular injury, including rupture, were procedural complications that were dependent on the patient condition and physician technique, and were a known potential adverse patient effect per the evolutr IFU. With regard to advancing the dcs, if there was a significant increase in resistance, stop advancement and investigate the cause of the resistance (for example, magnify the area of resistance) before proceeding. Do not force passage. Forcing passage could increase the risk of vascular complications. If information is provided in the future, a supplemental report will be issued.